Manufacturer narrative:
The investigation was based on the reported event and enhanced information like logfile analysis of the affected carina device. According to the reviewed logfile, the reported event could be confirmed. At first pressure sensor deviations were detected from the safety software of the device and carina changed to emergency backup ventilation with 21 vol% fio2 for about 10 minutes. After that a blower defect" alarm was detected in the logfile where the device switched to patient safe mode. If an unacceptable deviation between measured turbine rotation speed and the set value will be recognized during ventilation, the technical alarm "blower defect" will be reported and the device will switch to patient safe mode. In this case the ventilation stops and the high priority alarm "device failure !!!" Will be given. During the following switch off/switch on/reboot phases, triggered by user, the internal software detected the unacceptable deviation between measured turbine rotation speed and device alarmed the technical alarm "blower post fail" displayed as "device failure !!!". The turbine maintains controlled ventilation with the required ventilation pressure even if the sensors fail. Emergency ventilation is pressure-controlled ventilation with reduced quality and is alarmed with ""emergency ventilation !!!" No stop of ventilation in this case. Carina continuously monitors the status and function of the internal components, sensors and software modules. If a deviation or anomaly is detected, an audible and visual alarm is generated. A technical deviation within the electronic system was detected by the device which posted a high priority alarm. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. Currently the device is at the repair shop and will be repaired. The device has alarmed and acted as specified due to a component failure. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that in the morning on (B)(6) 2024, the carina stopped ventilation. Restart was attempted, but it did not start. The customer called a distributor. There are no health damages to the patient. The device has no UDI as an UDI was not required at the time the device was manufactured.